Event description:
Bayer case number: (B)(4). Chronic pain [pelvic pain female] chronic fatigue [chronic fatigue] worse migraines [migraine aggravated] asthenia [asthenia] tension headaches [tension headaches] joint pain and muscle pain [arthromyalgia] tension headaches [tension headaches] emetic migraines [migraine] neck pain [neck pain] inability to focus [concentration loss] haemorrhagic bleeding during menstrual periods and for 2 or more weeks [prolonged heavy periods] shoulder join pain [painful joints] shoulder and muscle [arthromyalgia] shoulder tendon pain [shoulder tendinitis] shoulder nerve pain [neurogenic pain] sacral pain [sacral pain] coccyx pain [coccyx pain] making walking difficult [walking difficulty] depression (difficulty finding support or a listening ear when the tests failed to show anything conspicuous, only persistent [depression] substantial and increasingly debilitating bleeding [genital bleeding] a change in body odour [body smell altered] skin problem [skin disorder] weight gain [weight gain] memory impairment [memory impairment] sleep disruption [sleep maintenance insomnia] constant use of anti-inflammatory drugs - intolerance [drug intolerance] arnold¿s neuralgia [arnold neuralgia] trigeminal neuralgia [trigeminal neuralgia] neck pain [neck pain] capsulitis of the left arm [capsulitis] tendinitis [tendinitis] stiffness of the calf muscles [limbs stiffness] difficulty holding objects with the left hand [activities of daily living impaired]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), migraine aggravated ("worse migraines"), a first episode of tension headache ("tension headaches"), sacral pain ("sacral pain"), coccydynia ("coccyx pain"), gait disturbance ("making walking difficult"), genital haemorrhage ("substantial and increasingly debilitating bleeding"), skin odour abnormal ("a change in body odour"), skin disorder ("skin problem"), memory impairment ("memory impairment"), middle insomnia (" sleep disruption"), occipital neuralgia ("arnold¿s neuralgia "), trigeminal neuralgia ("trigeminal neuralgia"), a first episode of neck pain ("neck pain"), periarthritis ("capsulitis of the left arm"), tendonitis ("tendinitis"), musculoskeletal stiffness ("stiffness of the calf muscles") and loss of personal independence in daily activities ("difficulty holding objects with the left hand") and was found to have weight increased ("weight gain"). In 2021 she experienced drug intolerance ("constant use of anti-inflammatory drugs - intolerance"). On unknown date she experienced fatigue ("chronic fatigue"), asthenia ("asthenia"), a first episode of arthromyalgia ("joint pain and muscle pain"), a second episode of tension headache ("tension headaches"), migraine ("emetic migraines"), a second episode of neck pain ("neck pain"), disturbance in attention ("inability to focus"), heavy menstrual bleeding ("haemorrhagic bleeding during menstrual periods and for 2 or more weeks"), painful joints ("shoulder join pain"), a second episode of arthromyalgia ("shoulder and muscle"), rotator cuff syndrome ("shoulder tendon pain"), neuralgia ("shoulder nerve pain") and depression (" depression (difficulty finding support or a listening ear when the tests failed to show anything conspicuous, only persistent"). The patient was treated with antiinflammatory agents (unknown) as well as surgery (hysterectomy). Essure was removed on (B)(6) 2024. At the time of the report, the heavy menstrual bleeding had resolved and the pelvic pain, migraine aggravated, sacral pain, coccydynia, gait disturbance, depression, genital haemorrhage, skin odour abnormal, skin disorder, weight increased, memory impairment, middle insomnia, drug intolerance, occipital neuralgia, trigeminal neuralgia, periarthritis, tendonitis, musculoskeletal stiffness and loss of personal independence in daily activities had not resolved. The outcomes for fatigue, asthenia, migraine, disturbance in attention, painful joints, rotator cuff syndrome, neuralgia, the last episode of tension headache, the last episode of arthromyalgia and the last episode of neck pain were unknown. No causality assessment was received for essure with regard to fatigue, pelvic pain, migraine aggravated, asthenia, the first episode of arthromyalgia, the second episode of tension headache, migraine, the second episode of neck pain, disturbance in attention, heavy menstrual bleeding, painful joints, the second episode of arthromyalgia, rotator cuff syndrome, neuralgia, sacral pain, coccydynia, gait disturbance, depression, genital haemorrhage, skin odour abnormal, skin disorder, weight increased, memory impairment, middle insomnia, drug intolerance, the first episode of tension headache, occipital neuralgia, trigeminal neuralgia, the first episode of neck pain, periarthritis, tendonitis, musculoskeletal stiffness or loss of personal independence in daily activities. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Blood test] (date unknown): did not show anything conspicuous [electromyogram] (date unknown): electromyogram [magnetic resonance imaging] (date unknown): did not show anything conspicuous [ultrasound doppler] (date unknown): doppler [x-ray] (date unknown): did not show anything conspicuous. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) chronic pain [pelvic pain female] , chronic fatigue [chronic fatigue] , worse migraines [migraine aggravated] , asthenia [asthenia] , tension headaches [tension headaches] , joint pain and muscle pain [arthromyalgia] , tension headaches [tension headaches] , emetic migraines [migraine] , neck pain [neck pain] , inability to focus [concentration loss], haemorrhagic bleeding during menstrual periods and for 2 or more weeks [prolonged heavy periods] , shoulder join pain [painful joints] , shoulder and muscle [arthromyalgia] , shoulder tendon pain [shoulder tendinitis] , shoulder nerve pain [neurogenic pain] , sacral pain [sacral pain] , coccyx pain [coccyx pain] , making walking difficult [walking difficulty] , depression (difficulty finding support or a listening ear when the tests failed to show anything conspicuous, only persistent [depression] , substantial and increasingly debilitating bleeding [genital bleeding], a change in body odour [body smell altered] , skin problem [skin disorder] , weight gain [weight gain] , memory impairment [memory impairment] , sleep disruption [sleep maintenance insomnia] , constant use of anti-inflammatory drugs - intolerance [drug intolerance], arnold¿s neuralgia [arnold neuralgia] , trigeminal neuralgia [trigeminal neuralgia] , neck pain [neck pain] , capsulitis of the left arm [capsulitis] , tendinitis [tendinitis] , stiffness of the calf muscles [limbs stiffness] , difficulty holding objects with the left hand [activities of daily living impaired] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jul-2025. The most recent information was received on 28-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), migraine aggravated ("worse migraines"), a first episode of tension headache ("tension headaches"), sacral pain ("sacral pain"), coccydynia ("coccyx pain"), gait disturbance ("making walking difficult"), genital haemorrhage ("substantial and increasingly debilitating bleeding"), skin odour abnormal ("a change in body odour"), skin disorder ("skin problem"), memory impairment ("memory impairment"), middle insomnia (" sleep disruption"), occipital neuralgia ("arnold¿s neuralgia "), trigeminal neuralgia ("trigeminal neuralgia"), a first episode of neck pain ("neck pain"), periarthritis ("capsulitis of the left arm"), tendonitis ("tendinitis"), musculoskeletal stiffness ("stiffness of the calf muscles") and loss of personal independence in daily activities ("difficulty holding objects with the left hand") and was found to have weight increased ("weight gain"). In 2021 she experienced drug intolerance ("constant use of anti-inflammatory drugs - intolerance"). Essure was removed on (B)(6) 2024. On unknown date she experienced fatigue ("chronic fatigue"), asthenia ("asthenia"), a first episode of arthromyalgia ("joint pain and muscle pain"), a second episode of tension headache ("tension headaches"), migraine ("emetic migraines"), a second episode of neck pain ("neck pain"), disturbance in attention ("inability to focus"), heavy menstrual bleeding ("haemorrhagic bleeding during menstrual periods and for 2 or more weeks"), painful joints ("shoulder join pain"), a second episode of arthromyalgia ("shoulder and muscle"), rotator cuff syndrome ("shoulder tendon pain"), neuralgia ("shoulder nerve pain") and depression (" depression (difficulty finding support or a listening ear when the tests failed to show anything conspicuous, only persistent"). The patient was treated with antiinflammatory agents (unknown) as well as surgery (hysterectomy). At the time of the report, the heavy menstrual bleeding had resolved and the pelvic pain, migraine aggravated, sacral pain, coccydynia, gait disturbance, depression, genital haemorrhage, skin odour abnormal, skin disorder, weight increased, memory impairment, middle insomnia, drug intolerance, occipital neuralgia, trigeminal neuralgia, periarthritis, tendonitis, musculoskeletal stiffness and loss of personal independence in daily activities had not resolved. The outcomes for fatigue, asthenia, migraine, disturbance in attention, painful joints, rotator cuff syndrome, neuralgia, the last episode of tension headache, the last episode of arthromyalgia and the last episode of neck pain were unknown. No causality assessment was received for essure with regard to fatigue, pelvic pain, migraine aggravated, asthenia, the first episode of arthromyalgia, the second episode of tension headache, migraine, the second episode of neck pain, disturbance in attention, heavy menstrual bleeding, painful joints, the second episode of arthromyalgia, rotator cuff syndrome, neuralgia, sacral pain, coccydynia, gait disturbance, depression, genital haemorrhage, skin odour abnormal, skin disorder, weight increased, memory impairment, middle insomnia, drug intolerance, the first episode of tension headache, occipital neuralgia, trigeminal neuralgia, the first episode of neck pain, periarthritis, tendonitis, musculoskeletal stiffness or loss of personal independence in daily activities. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Blood test] (date unknown): did not show anything conspicuous [electromyogram] (date unknown): electromyogram. [Magnetic resonance imaging] (date unknown): did not show anything conspicuous. [Ultrasound doppler] (date unknown): doppler. [X-ray] (date unknown): did not show anything conspicuous. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-jul-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.